Event description:
It was reported that during an unk procedure, the device would not fire. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Damaged lockout posts. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected 7 clips. The instrument locket out was not functional. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the locket had been fired through. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.